Event description:
It was reported that in a non-clinical environment, an s3 system alert was displayed on the centrimag console when it was turned on for testing. Restarting the centrimag console did not resolve the issue, so the centrimag removed the centrimag console from use. It was noted that this issue did not recur on the new console. It was noted that the alarm was a continues 3 beep sound. It was noted that the cause of the alarm was not identified, and the s3 alarm was the only alarm. Finally the site reported that this event occurred during maintenance and that no motor was connected at the time of the event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Manufacturer narrative:
Section a1-a4: there was no patient involved. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that in a non-clinical environment, an s3 system alert was displayed on the centrimag console when it was turned on for testing. Restarting the centrimag console did not resolve the issue, so the centrimag removed the centrimag console from use. It was noted that the alarm was a continues 3 beep sound. It was noted that the cause of the alarm was not identified, and the s3 alarm was the only alarm.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of an s3 system alert was confirmed via log file analysis and evaluation of the centrimag 2nd generation primary console (serial number (B)(6). Review of the log file revealed on (B)(6) 2025, an s3 alarm activated. The alarm was unable to clear before the system was shut down. Between (B)(6) 2025, multiple system restarts were recorded and after each restart, the s3 alarm reactivated. The console was not put into patient use throughout the data. The primary console was returned to the service depot. The unit was powered on and an s3 alarm activated. The console was power cycled multiple times, and the alarm was unable to clear. The issue was traced to the lmcebpx printed circuit board (pcb), and the pcb was replaced. The repaired console underwent functional testing and passed without issue. The console was returned to the customer site, and the replaced pcb was forwarded to the product performance engineering (ppe) group. The forwarded pcb underwent circuit analysis, and it was determined that diodes d805 and d803 were electrically compromised. The diodes were replaced, and the repaired pcb was installed in a test centrimag console fixture. The s3 alarm was resolved and did not reactivate. Provided information stated that the motor was not connected at the time of the event and exchanging the console resolved the alarm. The root cause for the reported event was determined to be due to electrically damaged components on the lmcebpx pcb; however, the root cause of how the damage occurred was unable to be conclusively determined. The device history records were reviewed for the centrimag console (serial number (B)(6), and the console was found to pass all manufacturing and qa specifications. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. The centrimag circulatory support system operating manual section 9 ¿ ¿emergency/troubleshooting¿ provides instructions for operation when there is a need to exchange the main console or motor with a backup console or motor. The recommended practice whenever there is a console or motor malfunction is to replace the console and motor as a set. Remove the blood pump from the malfunctioning motor and console and place the blood pump in the back-up motor and console. Switch all components (console, motor, flow probe and cables) simultaneously to continue patient support, and then perform troubleshooting on the non-functioning system, when it is no longer being used for patient support. The centrimag operating manual, section 3 - "warnings & precautions", warns "one additional 2nd generation centrimag primary console, motor and flow probe are required as backup system in the immediate vicinity of each patient whenever the centrimag or pedivas blood pump is used. The backup console must be connected to the backup motor and to the backup flow probe, have a battery charge sufficient for at least one hour of operation, be connected to ac power (except during transport) and be immediately available should the main console, motor or flow probe experience a malfunction." The centrimag operating manual, section 11.1 ¿ "appendix I ¿console alarms and alerts", covers all alarms (auditory and visual), including s3 alarms, and the appropriate actions to take if the issue does not resolve. No further information was provided. The manufacturer is closing the file on this event.